Event description:
It was reported that the ilet screen stopped functioning after the user hit a speed bump, with audible feedback still present when pressing the indent, and later the screen was described as disconnected; the issue pertains to the display component with a device problem consistent with loss or failure to bond. Symptoms included none. Outcomes included none. Investigation included communication with the user and analysis of user-provided information, including images. Investigation of this case revealed evidence of a stress-related problem and a device display issue aligned with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.